Manufacturer narrative:
Additional narrative: additional product codes for this report include hwc. Product investigation summary: the investigation has shown that the welding joint between the handle and the inner shaft broke and therefore the plastic handle cracked. The nature of the visible hammering marks and striations on the striking head, and at the shaft, point to the fact that the instrument was subjected to excessive use. The current technique guide recommends that the blade be inserted to the stop by applying gentle blows with the hammer. The manufacturing review shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. No product fault related condition was detected. Device broke intra-operatively and was not implanted or explanted. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during surgery it was found that the blue hand of the impactor f/pfna blade was separating. There is no additional information available at this time. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: device was used for treatment, not diagnosis. (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. Subject device has been received and is currently in the evaluation process. DHR review ¿ manufacturing location: (B)(4). Manufacturing date: 11 june 2012. No ncr's were generated during production that would contribute to the complaint condition. The review of the device history record shows that there were no issues during the manufacture of the product that would contribute to the complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.